Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and elevated blood glucose (bg) levels (712 mg/dl). Reportedly, the cause for elevated bg levels and dka is due to the settings recently being changed. Customer was treated through intravenous insulin drip. System check with tandem technical support was performed and the pump was noted to be delivering insulin. Customer was released from the hospital on (B)(6) 2017.